Event description:
It was reported that the c-flex had separated and was trapped behind the deployed stent. The vessel was not predilated prior to stent deployment. Due to difficulties crossing the lesion the delivery catheter was withdrawn and a balloon catheter was used to predilate the vessel. The delivery system was then re-advanced and the stent was successfully deployed. Upon removal of the delivery catheter it appeared that the c-flex had torn. Reportedly a piece of the c-flex was trapped behind the stent so the physician stented the c-flex with a j&j stent. The vessel was angiographically unremarkable at the end of the procedure. The product is being retained by the hosp.